Manufacturer narrative:
The pump was received with missing segments due to a cracked zebra connector. Unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to missing segments. The pump had minor scratches on the lcd window, a scratched case, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call that the insulin pump had a partial display anomaly. The patient's blood glucose at the time of incident was 8.9 mmol/l. The insulin pump was not dropped or bumped. The insulin pump was returned for analysis.